Event description:
It was reported that the health care professional (hcp) wanted the data reviewed for this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed and found it was likely real ventricular tachycardia (vt) with atrial standstill exhibited by the patient. The ventricular beats were being marked as premature ventricular contractions (pvcs) due to this, and the right atrial (ra) lead pacing was inhibited. This device remains in service. No adverse patient effects were reported.